Event description:
The gelport ripped during usage; separating the two rings. There was no harm nor product retained in the patient. Unfortunately, this is all the information regarding this incident.